Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage in the middle on 05-apr-2024. The blood glucose level of the patient at the time of issue was 300 mg/dl. The issue occurred with four infusion sets. No further information was available.

Manufacturer narrative:
(B)(4) - device 1 of 4.